Manufacturer narrative:
This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
Report received from an international affiliate ((B)(4)) of leakage of an unspecified chemotherapeutic agent. It was reported that a nurse noted leakage at the connection site of the male luer of the secondary set to one of the three clave "y" ports of the primary set. The leakage was observed during administration of "regular IV fluids" via the primary set, an unspecified chemotherapeutic agent through one of the remaining "y" ports of the primary set via a syringe. The clinician reinserted the connection; however, the leakage continued. As a result, both sets were replaced with new ones. Reportedly, the leakage resulted in "possible exposure to the chemotherapeutic agent" and "delay in treatment due to the need to change set-ups." There were no reported adverse effects to patient or staff. Though requested, no additional information provided.